Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a question regarding possible rate response issues of the device, as a paced rhythm of 120 was seen when the patient was sedentary. The device is still in use. No patient complications have been reported as a result of this event.